Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Stenosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot.

Event description:
It was reported that on (B)(6) 2014; angiography showed that a de novo lesion in the mid right coronary artery (rca) had 100% stenosis. A 3.0x23mm xience xpedition stent was implanted to successfully treat the stenosis. On may 26, 2015; during a follow-up checkup of the stent, angiography revealed the stent presented with 80% stenosis in the distal rca. A 4.0x12mm xience xpedition stent was implanted to treat the stenosis. Reportedly, the patient is doing well. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.